Event description:
A surgical tech reported "surgical complications" during intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested (B)(4) 2011 by fax, phone and mail. A completed questionaires has not been received. (B)(4).